Event description:
Dealer reported that the tdxsp-cg power chair caught fire when end user was going across his yard. The fire allegedly started on the bottom of the chair, near the batteries. User alleges he cut his foot trying to get out of the chair, no alleged medical intervention. Dealer has not yet seen the chair.